Manufacturer narrative:
During follow-up, the patient said there were no defects or malfunction of the t14 product, and has not noticed anything the matter with the catheters that would contribute to her getting the uti's. She did not know the lot number of the units she was using at the time of the uti.

Event description:
Intermittent catheter patient (user) said she got a urinary tract infection (uti) concurrent with catheter use, and had to use catheters 5 time each day. She said her doctor gave her samples and medication to clear the uti. During follow-up, the patient said she was prescribed an antibiotic, took the full course, and recovered completely.